Event description:
It was reported that the patient experienced twitching after the implant procedure, and an elevated left ventricular (lv) lead threshold was observed. It was noted since the target branch was thick, lead fixation could not be achieved and twitching could not be avoided. The lv lead was explanted and the replacement lead was placed in a different branch. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.